Event description:
It was reported that during a sleeve gastronomy using a plee60a stapler. Unfortunately the stapler misfired while using a green reload. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2024. D4: batch # unk. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The device didn't deliver any staples, cutting has been done without staples. ¿ the cutline was proper. ¿ the surgeon wasn't able to open the device. It was locked. ¿ the surgeon opened the device with the knife reverse button. The surgeon pressed on the knife reverse button then he opened the jaws and removed the device. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: x95v1w no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.